Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted. The pump was programmed with contour next test glucose meter. The insulin pump communicated properly, recorded the 85 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a flashing display. The blood glucose level was 133 mg/dl. Customer stated that the screen was white. Customer also complained for lost sensor signal. The product will return for the analysis.